Event description:
It was reported that post-operatively the patient experienced complete heart block (sclerodegenerative), breathlessness, and decreased air entry in the right hemithorax. It was also noted that there was a fall in hemoglobin, and chest x-ray was abnormal and homogenous. A right chest tube was inserted, blood was given, and there was prolongation of existing hospitalization. The outcome was considered resolved, and the device and leads remain in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant medical products: 5076-58 implantable pacing lead: (B)(6) 2013; 5076-52 implantable pacing lead: (B)(6) 2013. (B)(4).